Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Reference number (B)(4). Event occurred in china on 20-jul-2024, it was reported that the patient was hospitalized and needs immediate treatment for diabetic ketoacidosis. The patient blood glucose levels at the time of hospital were more than 400 mg/dl, therefore patient had received IV insulin drip. No further information available.